Event description:
Catheter was implanted in 2006. Venous port leaked when patient returned for dialysis the following month. The doctor repaired the catheter and replaced the luer without incident.

Manufacturer narrative:
Catheter was repaired with a luer from the same type of kit. Part that was repaired on the device was not sent back for evaluation; therefore, no conclusions can be made. No other product problems have occurred/been reported for this sterile lot.